Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-feb-09, information was received from a foreign manufacturer representative (rep) regarding a patient who was receiving morphine (10.0 mg/ml at a dose of 0.500 mg/day) via an implantable pump programmed to simple continuous for an unknown indication for use. It was reported when the patient was first implanted with the pump ((B)(6) 2013), the patient was on a substantial dose of oral opioids (unknown drug/dose). The patient's pump was started with morphine (10 mg/ml at 0.5 mg/day) and the patient became narcotised. A "day or two" after the implant, the rep assisted the pain specialist empty the pump reservoir, empty the catheter, fill the pump with a lower concentration, prime the catheter with the pump tubing volume (full of old concentration of morphine), empty the catheter again, then prime the catheter with a new concentration and start the pump at a lower dose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). It was reported the patient "needed a lower dose than they could deliver with the higher concentration". The change in the medication in the pump resolved the patient being narcotised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.